Event description:
Follow-up information was received on 11-jan-2019: the patient was seen at the practice on (B)(6) 2018. It was confirmed that no corrective treatment was performed. The physician informed that bluish discoloration remained the same. The outcome of the event remained not resolved. A follow-up visit was planned in (B)(6) 2019.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, possible permanent bluish discoloration of the skin, was deemed to meet serious injury criteria of resulting in permanent impairment of a body function or permanent damage to body structure. The device history record for radiesse dermal filler lot 100099131 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report received from a (B)(6) physician concerns a (B)(6) female patient. She was injected with radiesse® into cheeks area on (B)(6) 2018. The patient was healthy. Concomitant medication was reported as none. In 2018, after radiesse® treatment, the patient developed bluish discoloration in cheeks. The event was initially thought to be hematoma. The outcome of the event was reported as not resolved. Follow-up information was received on 19-nov-2018. The case was upgraded to serious. The patient was injected subcutaneously with a total of 4.5 ml of radiesse®, diluted 1:2 with 0.9% nacl, into cheeks area for skin rejuvenation. Radiesse® was injected with 2.25 ml into one injection point per side. Batch number was reported as 100099131. Needle used for injection was tsk 25g. The patient was previously treated for lip contour in (B)(6) 2017 and (B)(6) 2018, for lip volume in (B)(6) 2017 and (B)(6) 2018, into deep medial cheek and sub-orbicularis oculi (right and left) in (B)(6) 2017, with mesotherapy in (B)(6) 2018, platelet rich plasma (prp) in the face in (B)(6) 2017 and (B)(6) 2018 and with botox for headache (within (B)(6) clinical program) in (B)(6) 2017, without adverse events. Further patient's medical history reportedly included headache. According to glogau classification, the patient was in group iii. She had no disposition to lymph drainage problems and had no allergies. Concomitant medication were reported as none. The patient developed bluish discoloration on the right cheek on (B)(6) 2018, three days after radiesse® treatment. Corrective treatments were reported as none. No systemic antibiotic was prescribed. The patient was not hospitalized. The outcome of the event remained not resolved. In the opinion of the reporter, the event was of moderate intensity, not life-threatening, but permanent due to expected visual-cosmetic restrictions if the discoloration persisted, and related to radiesse®.